Event description:
User facility medwatch received advising: that during a laparoscopic hysterectomy procedure with right salpingo-oophorectomy, a harmonic scalpel was used. The tip (one of the cutting blades) was missing when removed from the surgical wound. Device was inspected and noted that blade had broken off. Although the surgeon could visualize two metal pieces on the monitor, they were unable to be retrieved. Patient was informed that the blade is still inside her. It is unknown at this time, if there will be any subsequent problem with the retention of the titanium pieces. Form indicates devices was returned on (B)(6) 2012 but the device has not been received.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.